Event description:
During surgery, exploratory laparotomy, as surgeon was passing scissors, they broke in his hand. X-ray taken to assure no piece in surgical field. No foreign body identified. No patient harm.